Manufacturer narrative:
Additional information: g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned adapter noted the firing rod to be out of home position. Functional testing found that the blue unload switch could only be depressed partially. The adapter was connected to the gen2 adapter black box running gen2 acc software. There were universal asynchronous receiver-transmitter (uart) communications errors, calibration turns errors, and a clamp test error in the data saved to the system. The adapter had 4 of 50 procedures remaining before it was set to end of life. The adapter was connected to an rpa clamshell and an rpa signia handle running v29.6 software. The handle displayed a yellow adapter swimlane. An rpa reload was unable to be attached to the adapter. The adapter was reconnected to the gen2 acc software and a new calibration turns error appeared. The firing rod was returned to home position using a manual retract tool. The adapter was reconnected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter procedure limit was reset and the adapter was tested on the a1 firing fixture. The adapter was able to fire but with an abnormally high firing force. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: of firing rod out of home position, uart error, clamp test error, and calibration turns error that have no relationship to the reported condition. Functional testing found that the cause of the firing rod not in home position condition was determined to be user error. The signia user manual states that if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. The cause for the calibration turns errors could be traced to the firing rod being out home position. When the firing rod is retracted beyond its normal proximal bounds, excessive friction prevents successful calibration of the firing mechanism. The cause for the uart communication errors could not be established, as the condition was unable to be replicated. The cause of the clamp test error could not be established. The investigation found the unreported failures did not cause or contribute to the reported condition. The most likely cause could not be established from the information available.the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: p5b0727) sigphandle, sig power sigphandle handle, (serial number: (B)(6) sigpshell, sig power sigpshell control shell, (lot number: unknown) sigmret, sig power sigmret manual retract tool, (lot number: c8c7402x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic rectal resection, during rectal closure, when the user tried to retract the knife, it stopped returning about 5 millimeters (mm) and could not be detached from the tissue. The button did not respond. The adapter was detached from the handle, and it was hard to turn with the manual adapter tool and could not turn. After that, the bent part was manually straightened, and the cartridge was detached from the adapter. The power handle was reconnected again to the adapter, and a forced shutdown and restart were performed, but the indicator showed a display when the cartridge was opened. The procedure was transitioned from laparoscopic surgery to laparotomy and thoracotomy, the rectum was resected with a product from another company, and a covering stoma was placed, which was not originally planned, which resulted to extended surgical time of an hour. When the connection was checked after surgery, the indicator displayed that an adapter had an abnormality.